Event description:
It was reported that patient presented in the or for a normal eri generator change when difficulty in removing the sense/pace portion of the lead from the device header caused damage to the connector pin. The device and lead were replaced.

Manufacturer narrative:
.